Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a procedure the patient experienced a wound burn. It was noted that there was air in the aspiration tubing. A white cloud was noted in the anterior eye chamber. Additional information has been requested but not received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicted at the start of the sculpt mode during a cataract extraction there was a blockage. There was no suction of the debris. The handpiece was rinsed in a tray which did not resole the issue. The phacoemulsification tip, and sleeve was loosened and retightened, the issue was resolved. There was a problem with air in the tubing line. The surgeon suspects the occlusion contributed to the wound burn. A wound gap was noted, sutures were used to close the wound. The patient has experienced corneal edema.

Manufacturer narrative:
The customer reported a wound burn with white clouding seen. This was a (B)(6)year old male patient, scheduled for cataract surgery. The returned information confirmed healon (viscoelastic) was used during the case. The additional information obtained from the surgeon confirms that there was wound/gap/leakage, which required sutures to seal the wound. The cataract was listed at a level 3 and during the surgery the surgeon did hear the occlusion bell, continuously. There was also diagnosis of corneal edema. The staff reprimed and refastened the tip with the sleeve. The same equipment was used to complete the case. However, the case delay was over an hour, according to the surgeon. The surgeon suggested that there was ¿some air in the line.¿ however, the surgeon did confirm that there was ¿no error message occurring during the prime sequence.¿ corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. A variety of intraoperative factors may lead to corneal edema following intraocular surgery. Patients who have preexisting endothelial pathological conditions (not limited to but including; fuch¿s corneal dystrophy, prior eye surgery, etc.) May be more likely to present with corneal edema. Acute corneal edema following cataract surgery usually fully resolves in the setting of a normally functioning endothelium, aided by an appropriate post-operative regimen. However, in some cases, corneal endothelial cells are damaged irreversibly, resulting in aphakic or pseudophakic bullous keratopathy. Corneal edema, from inadequate endothelial pump function, is one of the most common complications of cataract surgery. The possible contributions to a post-operative edematous cornea may include lack of sufficient ophthalmic viscoelastic device (ovd) used to protect the endothelium, excessive prolonged use of ultrasonic energy delivered by the phaco handpiece, inappropriate infusion sleeve orientation directing irrigation fluid directly against the corneal dome, aggressive iol insertion, instrument contact, or retained lens fragments. It should be noted however that phacoemulsification has the lowest rates for corneal edema and corneal transplantation (0.62%) when compared to other cataract surgeries (icce=1.4%, ecce=0.63%) 1 . In most instances, minimal endothelial cell loss in cataract surgery has a widely accepted risk to benefit ratio. Advances in endocapsular phacoemulsification procedures, instruments, iols, and related materials such as viscoelastic substances appear to have helped decrease the degree of endothelial damage. Several factors interact to ensure corneal transparency in the normal eye. The corneal stroma naturally imbibes water because of two forces: (1) the hydrophilic proteoglycans that exert an osmotic pressure to pull water into the stroma and (2) the intraocular pressure that drives water through the endothelial barrier. The corneal endothelium counteracts this response actively by dehydrating the stroma by acting as a pump, as well as passively through the integrity of the cellular membrane barrier. The epithelial cellular membrane also acts as a barrier. The endothelial barrier is leaky, but the leak rate normally equals the metabolic pump rate so that the endothelium maintains stromal water content to 78%. Corneal edema post-operatively is often times transient and resolves itself over time provided there is enough functional endothelium left. Other postoperative factors include elevated intraocular pressure (iop) or inflammation which should be separately addressed if persistent. The main reason for persistent corneal edema is inadequate endothelial pump function keeping the corneal stroma in its relatively dehydrated and clear state. It is believed that at least 600 cells/mm2 are needed to provide adequate corneal dehydration, and clarity. Corneal edema after cataract surgery can be caused by various factors as mentioned above. There is insufficient information regarding the patient¿s ocular history and detailed events surrounding the occurrence. Ultrasonic power is a setting controlled and modified by the surgeon, therefore contributor to the event may be surgical technique as well as patient corneal pathology. The company representative was not able to find anything which could have attributed to the reported issue. The system met specification. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 28, 2016. Based on qa assessment, the product met specifications at the time of release. The lot, specific to this event, is not known. Therefore, the lot history and device history record (DHR) reviews are not possible. The customer did not retain a sample for this complaint report. As such, a visual inspection or functional testing could not be conducted. The system operator's manual provides instructions regarding the loss of aspiration/suction. The root cause of the customer's complaints could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The manufacturer internal reference number is: (B)(4).